Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for using the fibrillar (prophylactic or treatment of bleeding)? Was there any deficiency in the fibrillar? Was the excess fibrillar removed after the bleeding was stopped? Was a drain placed in the patient? What was the initial procedure date specific location that surgicel was used? What are the patient¿s demographics? (Age, date of birth, bmi, past medical history) what is the lot number of product used? What is the patient¿s current status? What is the surgeon¿s etiology of the event?

Event description:
It was reported that the patient underwent a thyroid surgery on an unknown date and absorbable hemostat device was used. The doctor is a general surgeon, and a general user of absorbable hemostat device. The patient returned to the revision visit after a week of the surgery, with an inflammatory reaction (a little seroma). The doctor proceeded to do the drainage of the seroma, and a yellow liquid and lump of absorbable hemostat device was mixed with the seroma, and had not yet been absorbed. The patient was prescribed antibiotics for a week. The next week the doctor performed a revision drain and this time the liquid was clear. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 12/20/2018. Additional information was requested and the following was obtained: what was the indication for using the fibrillar (prophylactic or treatment of bleeding)? This doctor uses the fibrillar to reduce the risk of post op bleeding. Was there any deficiency in the fibrillar? Unknown. Was the excess fibrillar removed after the bleeding was stopped? He does not place lots of fibrillar layers, only what¿s need it, and that stays on the patient as the fibrillar is an absorbable product. Was a drain placed in the patient? No. What was the initial procedure date: unknown. Specific location that surgicel was used? : thyroidectomy (neck). What are the patient¿s demographics? (Age, date of birth, bmi, past medical history): unknown. What is the lot number of product used? Unknown. What is the patient¿s current status? : patient is ok. What is the surgeon¿s etiology of the event? : he is a frequent user of this product and has never had a case of complaint with it.